Event description:
While doing the 4-week questionnaire, the pt commented that they experienced two disconnections (one during week 2 and one during week 3). Exact dates are not known. The pt was told to tape the transfer set/cycler tubinb connection each night after day #1. In each instance, the pt forgot to tape and was woken up by the cycler alarm. There was no fluid leakage on the bed. They found the cycler tubing in the bed beside them. They re-attached the tubing to their mini-cap and continued cycler for the remainder of their treatment. No pt injury or medical intervention was indicated by baxter affiliate.